Event description:
It was reported that bd alaris smartsite gravity blood set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that tubing disconnected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
MDR made in error duplicate pr 10892553

Event description:
No additional information